Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 11feb2019. The manufacturer¿s international service technician could not duplicate the reported power loss issue nor was a log of the error occurrence recorded in the event log. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 04/29/2019. Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of the report: 12/03/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that when the screen became dark and the device became inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.